Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded oversensed noise on stored ventricular episodes. Technical services (ts) reviewed the device data and determined the noise was consistent with electromagnetic interference (emi) during a procedure in which electrocautery was used without magnet application. Two signal artifact monitor (sam) episodes were recorded. No pauses in pacing were observed, as the patient is not pacing dependent. No adverse patient effects were reported. This ICD remains in service.